Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (ectopic) miscarriage') and cervix haemorrhage uterine ('bleeding noted on the cervix') in an adult female patient who had essure (batch no. 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 5 (term 4 preterm 1 term births (B)(6) 2005; (B)(6) 2007; (B)(6) 2010 ; (B)(6) 2011), anemia, obesity, stillbirth nos ((B)(6) 2011- fetal demise due to kidney failure at (B)(6)), premature birth (dob: (B)(6) 2011.), passed out and miscarriage (in 2008-2009 (between 2nd and 3rd birth)). Concurrent conditions included obesity. In (B)(6) 2013, the patient experienced abdominal pain ("abdomen pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding with large clots"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety") and acne ("rashes or skin conditions type: acne"). In 2013, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight fluctuation ("weight gain/loss(specify which one): loss and gain,fluctuating"). In (B)(6) 2013, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the ectopic pregnancy, abortion of ectopic pregnancy, cervix haemorrhage uterine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, pelvic pain, depression, anxiety, acne, ovarian cyst, weight fluctuation and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for cervix haemorrhage uterine with essure. The reporter considered abdominal pain, abortion of ectopic pregnancy, acne, anxiety, depression, dysmenorrhoea, ectopic pregnancy, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: there were 3 loops of coil noted on the left side, one loop on the right side. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6).. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on an unknown date: confirm pregnancy and miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migraines, pain, pregnancy (ectopic), pregnancy (ectopic) miscarriage, device ineffective, depression, anxiety, rashes or skin conditions type: acne, reproductive system disorder or condition type of disorder or condition: ovarian cysts, weight gain or loss(specify which one): loss and gain, fluctuating, abdomen pain, she did not underwent essure confirmation test were added. Lab data was added. Concomitant and historical conditions, treatment drugs were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.